Manufacturer narrative:
Other applicable components are: product ID: 3057, serial #: unknown, product type: screening device. Product ID: 3057, lot #: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient mentioned the tape was very itchy. Contributing factors were unknown, the issue was unresolved at the time of the report. Additional information was received. The patient mentioned their leads came out and they had contacted their clinician, but the leads would not be reconnected because the patient's follow-up appointment was on (B)(6) 2019. No further complications were reported or anticipated.